Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave false positive test results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: a false positive adenovirus result (530/565 channel) was obtained for sample rack position b6 of run 2042 - reported CT 20,9 but low rfu values. This sample has a strong positive result for rotavirus in channel 475/520 (CT 16,5).

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Application specialist reported that on one of the runs, the instrument had a false positive results for adv with low rfu. Field service was dispatched. Field service replaced the reader and normalized both reader. Field service performed a thermal paper test and verified pressure plate settings. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument gave false positive test results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: a false positive adenovirus result (530/565 channel) was obtained for sample rack position b6 of run 2042 - reported CT 20,9 but low rfu values. This sample has a strong positive result for rotavirus in channel 475/520 (CT 16,5).